Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 359.219, lot #: 9524888, manufacturing site: werk hägendorf, release to warehouse date: 07 oct 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inserter f/ten (pn: 359.219, ln: 9524888) was returned and received at us customer quality (cq). Visual inspection of the complaint device determined the blue handle was broken at the proximal end and has multiple nicks/gouges. The broken fragment of plastic handle was also received with the device. Hammer marks can be seen all over the body of the device indicating signs of heavy use. No other visual defects were observed with the device. Device failure/defect identified? Yes. Functional test: a functional assessment was performed on the complaint device. The coupler/chuck was jammed and could not be moved by rotating the knob in both direction fully. The inserter did not functioned as intended. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: a dimensional inspection was not performed due to complex geometry of the device. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes as the plastic handle was broken. Hence confirming the allegation. Investigation conclusion: this complaint could be confirmed for the inserter f/ten (pn: 359.219, ln: 9524888). No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the blue plastic part of the inserter was broken. The procedure was completed using a similar product. There was no surgical delay. This report is for an inserter for titanium (ti) elastic nails. This is report 1 of 1 for (B)(4).